Event description:
Two endostitch devices were used during surgical procedure - patient information not provided, unaware of surgical procedure during case. First endo stitch was unable to load, needle was unable to be engaged in the device and became stuck in the device. The 2nd endostitch needle unable to engage in device. Both with the same lot 3 on each device.